Manufacturer narrative:
No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer that on (B)(6) 2016 they experienced eye pain (ou), and on (B)(6) 2016 went to their ecp for an evaluation. The consumer was informed by their ecp that they had developed an eye infection, and had subsequent appointments on (B)(6) 2016. Cvi established communication with the ecp's office and was informed that the consumer was diagnosed with stromal edema, epithelial staining, and a non-infectious peripheral ulcer (od). The consumer was advised to temporarily discontinue contact lens wear, and was referred to a specialist for further evaluation. Cvi has made a reasonable and good faith effort to obtain additional medical information from the specialist without results.